Manufacturer narrative:
Root cause: screw: inconclusive. No damage was observed and the part functioned properly when tested. Drill: IFU states to use this for one case only and then discard. Initially it was determined the event was not reportable. On a subsequent re-review, it was determined this event should have been reported. Device evaluation: screw - device was fully compressed. Device was mechanically tested and met specifications. Drill - drill was dissected to measure wall thickness. Wall thickness met specifications. Drill distal tip was fanned out and had microscopic cracks.

Event description:
Two in one at the drill bit is "widened" / implant broke during operation.